Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration post-operatively on (B)(6) 2013, resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
Correction: the correct catalog number is 92127; not 93329 as previously reported. Per the clinic, the patient was reimplanted with a new device on (B)(6), 2013. (B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6) as previously reported. (B)(4).